Event description:
This lead was implanted on (B)(6) 2006 and remains implanted at this time. This lead was noted due to undersensing. The physician was trying to obtain intrinsic amplitudes and pace impedances on friday but was unable to do so. The physician mentioned getting a message on why the measurments could not be obtained but the representative did not remember what it was. The representative stated that the physician said that the patient was in normal sinus rhythm above the lower rate limit. The physician was (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)